Event description:
Information was received that the left ventricular (lv) leads had caused diaphragmatic stimulation and exhibited high thresholds. The patient will be monitored. The lead will remain in service. No adverse patient effect was reported.